Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a damaged display and hanger assembly. It was also indicated that the keypad flex cable was contaminated, the main printed circuit board (pcb) was contaminated, the display frame boss was stripped, and the display wires were pinched and wire was exposed. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged display and hanger. The epg was returned for service. There was no patient involvement.